Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) lead stretched, inner insulation kinked buckled, outer insulation melted, apparent explant damage, and blood noted on proximal conductor and helix mechanism; full lead returned and analyzed.

Event description:
It was reported that during intervention for normal battery depletion, the atrial lead was damaged by cautery. This resulted in bad sensing. After the revision the helix could not be unscrewed, and tissue was noted on the screw. The lead was explanted and replaced. No patient complications have been reported as a result of this event.